Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently insulin was observed exiting the infusion set tubing in small amounts. Customer thought the infusion set was the cause; however, customer changed out both the infusion set and cartridge to resolve the issue. Customer's blood glucose (bg) was approximately 500 mg/dl and ketone level was large. Correction boluses were delivered to address bg. As the events occurred in the past, tandem technical support could not confirm cause of reported issue. Reportedly, customer changed the type of infusion set used.